Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified popliteal artery. Pre-dilatation was performed with a 6x80x80 cm non-abbott balloon catheter. A 5x80x80 cm supera stent was implanted at nominal pressure. After full deployment of the stent implant it was confirmed on fluoroscopy that the entire stent implant had emerged from the outer sheath and that it was released. The system lock and deployment lock were locked. The stent delivery system was retracted under fluoroscopy and removed from the guide wire, when the stent implant came out with the introducer. The stent was confirmed not to be partially deployed in the introducer sheath. A new supera stent was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported partial deployment could not be confirmed as the stent had already been deployed. A conclusive cause for the deployment issue and noted damage to the distal sheath could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).